Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited high pacing threshold. A procedure was performed on (B)(6) 2019 to cap and replace the lead. The patient tolerated the procedure well.